Event description:
A report was received that the patient was experiencing an infection at the lead site. The patient's leads were explanted and the patient was treated with antibiotics. The patient will be undergoing antibiotherapy to treat the infection.

Event description:
A report was received that the patient was experiencing an infection at the lead site. The patient's leads were explanted and the patient was treated with antibiotics. The patient will be undergoing antibiotherapy to treat the infection.

Manufacturer narrative:
Additional suspect medical device components involved: model: sc-2352-50 s/n: (B)(4) description: linear 3-4 lead 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.